Event description:
Customer reported a frozen pump display in ireland, making it difficult to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, confirmed the shipping address, and instructed the customer to put the pump into storage mode before returning it to tandem using a pre-paid label. The customer understood and acknowledged these instructions and indicated they would use multiple daily injections as backup therapy to maintain insulin delivery.